Manufacturer narrative:
Concomitant medical products: 407645, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low pacing impedance was observed on the right ventricular (rv) lead and fluctuations in impedance on the rv coil of the rv lead were also noted. Additionally, electromagnetic interference was observed on the implantable cardioverter defibrillator (ICD). Both the device and lead remain in use. No patient complications have been reported as a result of this event.